Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colon sigmoid, the device was loaded properly but did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another device was used to complete the case. The incision was extended due to the issue. There was no patient injury.